Manufacturer narrative:
The s-ICD system will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system went to the hospital for a normal patient follow -up a week post implant to have the pocket wound ligatures changed. Upon arrival, the patient received three shocks. Interrogation of the s-ICD revealed that two of the shocks were inappropriate due to t-wave oversensing as a result of low amplitudes. The second shock induced a polymorphic ventricular tachycardia (vt) which was then converted by the third shock. The patient remained at the hospital. Data and x-rays were sent to boston scientific technical services (ts) for additional assistance. A ts consultant discussed that the electrode is not in an optimal position. Additional troubleshooting was discussed. Several measures were taken to mitigate the oversensing but they were unsuccessful. New screening with an exercise test was performed to evaluate whether the s-ICD system should be repositioned or if the patient should receive a transvenous system. The screening results revealed that the s-ICD placement was not optimal. In addition, screening during the stress test did not pass in any vectors. The s-ICD system was explanted and replaced with a transvenous system. The physician did not have any allegations against the functionality of the s-ICD and electrode. No additional adverse patient effects were reported.